Event description:
Boston scientific received information from an implant form that this device was electively explanted due to advisory/recall. There was no reported or observed malfunction of the device. There was no visible sign of weakness in header bond and the decision to replace was preventative. The patient's history is remarkable for device migration within the pocket so as to visibly and physicially protrude from the skin.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was put through and passed a series of automated diagnostic tests that verify device functionality commensurate with battery status. It was concluded that the device performed normally throughout laboratory testing.